Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead was explanted and replaced during a pocket revision to address hematoma, as the lead had dislodged. The patient was in stable condition throughout.

Manufacturer narrative:
Correction - b5 (related MFR number added and statement revised), d11, h6 (patient code should be "no known impact or consequences" not "hematoma", and device code "adverse event without identified device or use problem" should not have been added in the previous report).

Event description:
Related manufacturer reference number: 2017865-2020-08952. Correction: it was reported that there was a pocket hematoma. The pocket was opened up to address the hematoma, and during the procedure the right atrial lead was explanted and replaced, as the lead had dislodged. The patient was in stable condition throughout.